Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported that for about 3 days patient has had inflammation and purulent, dense pus around the peg site and reddened about 2 cm around. Zinc ointment applied and disinfected with aqvitox. Patient does not have a temperature. On (B)(6) 2025 it was reported that on (B)(6) 2025 an endoscopic examination found the patient had developed buried bumper syndrome of the 3rd degree. A CT scan is planned to assess the position of the internal fixation plate. An endoscopic or surgical extraction is done accordingly. Framykoin was applied to the local site. Swab culture test results - s. Aureus and as yet unidentified yeast.